Event description:
It was reported that the pump exhibited error code 41622. No patient injury was reported.

Manufacturer narrative:
A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. Product sample was received, but not yet evaluated. No visual and functional testing has been performed. The reported issue could not be confirmed as the product sample has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 06-jun-2022 via email and attached to complaint object: all issues with these pumps were found during test and repair. No patient involvement was indicated to me, or our technician, at the time the pumps were received for repair at our facility.

Manufacturer narrative:
Other, other text: b5: additional information received on 06-jun-2022 via email and attached to complaint object: all issues with these pumps were found during test and repair. No patient involvement was indicated at the time the pumps were received for repair at our facility. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing tamper seal and battery door. Error was found in the device ehl (event history log). The customer stated problem was not duplicated. When the device was open a loose screw was embedded between the motor and cam shaft. The loose screw caused intermittent issues with the motor. Removed the loose screw. The cause of the reported problem could not be determined., corrected data: h4: correction: device manufacturing date: 02-feb-2022.